Event description:
It was reported that the artificial urinary sphincter (aus) cuff had eroded and the device was no longer working. The aus device was removed. There were no further patient complications.